Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic. Upon interrogation the right ventricular lead exhibited noise, intermittent capture and low impedance. Loss of capture was also noted. Unipolar pacing was tried but the patient complained of feeling hard beats. Capture issues were still noted on reprogramming the device. The lead was capped and replaced on (B)(6) 2017. The patient was stable.